Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. It was reported the patient had a morphine pump implant that was scheduled to be replaced, on (B)(6) 2018, due to the low battery alarm activating today. The surgeon was notified by the after hours service but was unable to do anything until tuesday. The patient went to the pain management doctor's office and the pump was tested. It was noted the pump was not working and had reset itself and went into safe mode. The physician's assistant was unable to do anything so a new pump was provided to take to the surgeon to try and get the pump replacement surgery sooner than the (B)(6).